Event description:
The customer reported that during fluoroscopy, the system displayed the error 'fast stop activated - power off'. The customer was able to reboot the system and continue working.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib, power motor relay pcb, filament drive, and battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.